Manufacturer narrative:
The field service engineer replaced the electrodes. The customer performed calibration, qc, and precision checks which were acceptable. This investigation is ongoing. (B)(4).

Event description:
The initial reporter received questionable ise indirect na, k, cl for gen.2 results for one patient with the cobas 6000 c501 module. The initial na result was 179 mmol/l. The repeated result was 139 mmol/l. The initial k result was 4.8 mmol/l. The repeated result was 4.29 mmol/l. The initial cl result was 119 mmol/l. The repeated result was 139 mmol/l. The questionable results were reported outside of the laboratory. The na electrode lot number was i2933 and the expiration date was 14-sep-2021. The k electrode lot number was p7694 and the expiration date was 22-aug-2021. The cl electrode lot number was y6509 and the expiration date was 18-jul-2021.

Manufacturer narrative:
The last calibration was performed on (B)(6) 2021 and was acceptable. The qc recovery was acceptable. No indication for a performance issue of reagent. The alarm trace was requested but not provided. The investigation determined the service actions resolved the issue.